Manufacturer narrative:
This report is submitted on september 09, 2021.

Event description:
Per the clinic, the patient was treated with antibiotics for every 8 hours for 15 days (type and date not reported) due to oozing in the right ear. Subsequently, it was reported that the patient interfered with the implanted device resulting in complete expulsion of the implant which is now no longer insitu.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 22, 2021.